Event description:
Case description: this spontaneous report was received from a french physician and concerns a 32-year-old female patient. She was injected with a total of 1 ml of radiesse (also ambiguously reported as 1 full syringe), into the cheekbones and periorbital (off label use of device), approximately two years prior to the time of this report. The patient was injected by another physician and one syringe was distributed on both sides. She had no other radiesse injections in the past. She was previously injected with botox. The patient did not had a tendency to develop under-eye bags prior to the injection and had no disposition to lymph drainage problems. Shortly after the radiesse injection, the patient experienced periorbital edema with a sensation of tightness on both sides of the face. There were no clinically visible signs of inflammation (also ambiguously reported as with inflammation) no erythema and no pain. The patient was referred to the physician for an opinion by a colleague who reportedly saw an implant card or follow-up booklet indicating that she had received a radiesse injection, but the physician did not have further details. On (B)(6) 2025, the patient had a consultation. Clinically, there were no palpable nodules and no clear induration. The symptoms persisted without change. The patient saw several physicians, one of whom suggested a face-lift, but she did not received any treatment. The patient stated she had an ultrasound that supposedly showed nothing (the physician did not see the results). The recommending physician advised the patient to massage the area. The physician prescribed an MRI, in order to reassess the situation, to look for any possible residual product, although this seemed unlikely at this stage. Recently prior to this report, the patient was injected with botox, into the forehead area. Four months after the radiesse injection, the patient became pregnant. During her pregnancy she developed hashimotos thyroiditis. At the time of this report, she was followed by an endocrinologist and was treated with levothyrox. The physician believed that the onset of hashimotos thyroiditis was more likely linked to the pregnancy, based on the provided information. The physician clearly indicated that before initiating any potential treatment such as systemic corticosteroids, it had to first be discussed with the patient's endocrinologist and also wanted to seek advice from a colleague experienced with radiesse. The outcome of the event was reported as not resolved. Follow-up information was received on 25-mar-2026: the event presence of product in the area of concern was added. The patient was injected with radiesse into the malar area/cheekbones and as boluses into the periorbital region. The patient had a metal plate in her wrist. After the radiesse injection, the patient also experienced a presence of product in the area of concern. On (B)(6) 2026, 15 days prior to the time of this report, the physician saw the patient and started her on oral prednisone. The physician scheduled to see the patient again in the week of this report or the following week. The prednisone treatment was initiated after receiving approval from the endocrinologist who was managing the patient. The physician planned to reassess the patient to evaluate the potential effect of the prednisone and to review the results of the high-resolution ultrasound recently performed by the patient in milan (the patient was not eligible for magnetic resonance imaging (MRI) due to a metal plate in her wrist). According to the patient, the high-resolution ultrasound reportedly showed the presence of product in the area of concern. The physician also indicated that the patient was going to undergo another high-resolution ultrasound at the physicians own center. The outcome of the event presence of product in the area of concern was unknown. The outcome of the event periorbital edema remained unchanged.

Manufacturer narrative:
Assessment by merz: the event occurred in compatible local relationship, whereas no precise information was provided on event onset date so a temporal relationship can only be assumed based on the wording of this report. Injection site oedema (serious) is expected based on the current valid EU instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported sensation of tightness is considered to be a consequence of the oedema. Off label use of device was only coded for formal reasons. An application of radiesse into the periorbital area is no approved indication for radiesse in the EU. In this case the information provided is quite sparse and no further event details were provided. A possible confounding factor could be the treatment with botox. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is considered as serious with the serious event injection site oedema because a permanent damage cannot be excluded. Merz causality re-assessment after follow-up information was received on 25-mar-2026: the event product distribution issue (non-serious) was added. The added event occurred in compatible local relationship. However, no precise information on the event onset date was provided therefore, a temporal relationship can only be assumed as the ultrasound was performed on (B)(6) 2026 only. The added event product distribution issue (non-serious) is expected based on the current valid EU IFU leaflet of radiesse, which states that particles of radiesse are clearly visible on CT and MRI scans or mammograms and may be visible in standard, plain radiography, and can occur after treatment with radiesse. In this case, the product is still visible approximately one year after treatment which is possible as the lifetime of radiesse according to IFU is at least 12 months. Causality for the event added event is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship and remains unchanged as possibly related to the treatment with radiesse for the previously reported event. This case remains as serious with the serious event injection site oedema because a permanent damage cannot be excluded.

Manufacturer narrative:
Assessment by merz: the event occurred in compatible local relationship, whereas no precise information was provided on event onset date so a temporal relationship can only be assumed based on the wording of this report. Injection site oedema (serious) is expected based on the current valid EU instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported sensation of tightness is considered to be a consequence of the oedema. Off label use of device was only coded for formal reasons. An application of radiesse into the periorbital area is no approved indication for radiesse in the EU. In this case the information provided is quite sparse and no further event details were provided. A possible confounding factor could be the treatment with botox. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is considered as serious with the serious event injection site oedema because a permanent damage cannot be excluded.

Event description:
Case description: this spontaneous report was received from a french physician and concerns a 32-year-old female patient. She was injected with a total of 1 ml of radiesse (also ambiguously reported as 1 full syringe), into the cheekbones and periorbital (off label use of device), approximately two years prior to the time of this report. The patient was injected by another physician and one syringe was distributed on both sides. She had no other radiesse injections in the past. She was previously injected with botox. The patient did not had a tendency to develop under-eye bags prior to the injection and had no disposition to lymph drainage problems . Shortly after the radiesse injection, the patient experienced periorbital edema with a sensation of tightness on both sides of the face. There were no clinically visible signs of inflammation (also ambiguously reported as with inflammation) no erythema and no pain. The patient was referred to the physician for an opinion by a colleague who reportedly saw an implant card or follow-up booklet indicating that she had received a radiesse injection, but the physician did not have further details. On (B)(6) 2025, the patient had a consultation. Clinically, there were no palpable nodules and no clear induration. The symptoms persisted without change. The patient saw several physicians, one of whom suggested a face-lift, but she did not received any treatment. The patient stated she had an ultrasound that supposedly showed nothing (the physician did not see the results). The recommending physician advised the patient to massage the area. The physician prescribed an MRI, in order to reassess the situation, to look for any possible residual product, although this seemed unlikely at this stage. Recently prior to this report, the patient was injected with botox, into the forehead area. Four months after the radiesse injection, the patient became pregnant. During her pregnancy she developed hashimotos thyroiditis. At the time of this report, she was followed by an endocrinologist and was treated with levothyrox. The physician believed that the onset of hashimotos thyroiditis was more likely linked to the pregnancy, based on the provided information. The physician clearly indicated that before initiating any potential treatment such as systemic corticosteroids, it had to first be discussed with the patient's endocrinologist and also wanted to seek advice from a colleague experienced with radiesse. The outcome of the event was reported as not resolved.